Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon, and also surmised that this phenomenon was attributed to insufficient cleaning by the user. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus medical systems (B)(4), it was found that there was foreign material on groove or gap of the distal end of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) has obtained the following additional information from olympus medical systems india (omsi): - the subject foreign material had been found on the forceps elevator. The subject device was returned to omsi. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi and similar past cases, omsc surmised that this reported phenomenon was attributed to the following. - there was a difference between the brushing method for the forceps elevator performed by the user facility and the brushing method recommended by the instruction manual. - the staff of the user facility had not been trained sufficiently on the handling of the subject device, the reprocessing of the subject device after repair, or the usual reprocessing, according to the instruction manual. If additional information is received, this report will be supplemented.